Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting with two xience v stents, one 2.5 x 18 mm in the first obtuse marginal coronary artery and one direct stented 4.0 x 28 mm in the saphenous vein graft. On (B)(6) 2011, the patient experienced exertional chest pain and underwent percutaneous coronary revascularization of the index target lesion for in-stent restenosis of both xience v stents. The patient's condition resolved and the patient was discharged the following day. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. It is not likely that the lack of pre-dilatation or implantation in a saphenous vein graft caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.